Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an unknown location. Additionally, it was reported that the insulin gauge was inaccurate. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.